Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A lot history review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review, which sought to identify the lot numbers for all optiflux 180nr dialyzer assemblies shipped to this account within the selected time frame. As the lot number was not identified by the user facility and since no lot information was identified during the ship history, a manufacturing review was not able to be performed. No medical records were made available; therefore, there is no way to confirm a causal relationship between the product and the reported event of dialyzer reaction.

Manufacturer narrative:
(B)(4) the post market surveillance department requested patient medical records and treatment data sheets for review, however, the user facility declined access to this information. The plant investigation is in process. A supplemental medwatch report will be submitted upon the completion of this activity.

Event description:
A patient adverse event was reported by baxter healthcare. A patient was alleged to have a reaction while undergoing a hemodialysis (hd) treatment using a fresenius optiflux f180nr dialyzer assembly. The patient experienced chills, high heart rate, and hypotension. Follow-up information was requested from the original complainant at the acute dialysis facility. The facility administrator (fa) revealed that the (B)(6), male patient, with a recent end stage renal disease (esrd) diagnosis experienced a dialyzer reaction, approximately 1 hour after the hd treatment was initiated on (B)(6) 2016. The patient reportedly had a high heart rate and hypotension, accompanied by chills. This was the patient's second hd treatment, after beginning hd treatments one day earlier on (B)(6) 2016, at the same facility. This was the patient's second exposure to the fresenius optiflux f180nr dialyzer assembly product. The hd treatment performed the day prior was completed without issue. An indwelling catheter was used for dialysis access. The patient was treated with intravenous (IV) benadryl and solumedrol with resolution of symptoms. The patient was able to complete the hd treatment. No blood loss occurred as a result of this event. The dialyzer was changed to another manufacturer's dialyzer product following this event. The patient completed subsequent hd treatments without issue until (B)(6) 2016 when the patient experienced another reaction (high heart rate, chills, and hypotension) using another manufacturer's dialyzer product. The fa reported that the patient will be pre-treated with benadryl going forward when dialyzing using the associated dialyzer products. The fa stated the patient had no known allergies prior to using the associated dialyzer products. Other medications were in use at the time of event, but the fa was not able to indicate what they were. The hd treatment data sheets were requested, but were not provided. The complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.